Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.65¿ proximal to the distal tip. No other visual anomalies were noted. Review of the batch record was not possible as the lot number is unknown.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the radiofrequency ablation supraventricular tachycardia procedure, it was noted that the catheter tip was fractured after removal from the patient. The transducer was broken at the junction between the catheter shaft and the ultrasound transducer. The tip was not completely detached. As ice was not needed after this point, the device was not replaced. The procedure was completed with no adverse consequences to the patient.